Event description:
Reporter called to inform the FDA that she recently learned that the mesh that she had implanted in 2010 was recalled. Since her initial surgery, she has undergone three different surgeries due to implant complications; primarily for pain and scar tissue formation. She continues to have pain with the implanted mesh. Her surgeon has told her that they have removed all that they can and does not know if she will have future surgical procedures to help decrease the pain.

Event description:
Additional information received on 8/22/2025 for report mw5167184 to update address.